Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: the sure-grip comes off. About 80% of the product disengages from the sure-grip, thus, the customer uses the product by cutting off the sure-grip part. The period of use is 1 to 3 days. There was no patient injury. Per additional information provided on (B)(6) 2023, the sure grip has been identified as the blue connector which did detach. It appears that the connector was loose, most likely due to insufficient adhesive. There was no medical intervention required. The number of patients is unknown.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.